Event description:
The customer reported that the device shut down unexpectedly while on battery power.

Manufacturer narrative:
(B)(4). The customer reported that the device shut down unexpectedly while on battery power. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.